Manufacturer narrative:
(B)(4). The field service representative (fsr) called the ccp and he stated that the roller pump was functioning and they are using it as a sucker pump, despite the local display flickering and having intermittent lines in it. The fsr tested the suspect roller pump but the flickering display was not observed. The fsr downloaded the data logs and sent to the manufacturer for further evaluation. The fsr replaced the roller pump display assembly and tested. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, the roller pump display was flickering. The device was not changed out, as they continued to use and did not have loss of function. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 12-jan-2016: according to the perfusionist (ccp), just prior to the initiation of cardiopulmonary bypass, the roller pump display flickered. The flickering lasted approximately two minutes. The roller pump, which was in the sucker position, never lost function. Though the display was flickering, it never went blank. The ccp was able to control the pump with the local controls. Because the pump never lost function and the flickering of the display only lasted two minutes, the ccp continued to use the pump for the case with no further issue. There was no impact to the patient as a result of the flickering display. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported issue. No flickering of roller pump display was observed. The pst connected the small display assembly to the lab-use only (luo) roller pump and started the pump in forward direction and observed small display assembly to function normally with no flickering. He tested the small display assembly overnight and found it operational the next morning. The pst performed connector agitation testing, observed small display assembly to function normally with no flickering. He powered off luo pump pod test fixture and disconnected small display assembly, moved the small display assembly to cold chamber at ten degrees celsius for one and a half hours. The pst retrieved the small display assembly from cold chamber and reconnected to luo pump pod test fixture and powered on. He tested the small display assembly for two hours and observed normal operation with no flickering. As part of visual inspection, the technician disassembled graphics display assembly, inspected all components and solder joints and electrically measured q210 transistor with digital multimeter, no anomalies were observed. The reported issue can't be confirmed by log analysis therefore log review was not performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.